Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. A chest x-ray was performed and revealed right ventricular lead fracture, the lead exhibited an increase in sensing, likely from the noise artifact. However, when the physician reviewed the chest x-ray, no lead fracture was noted. No intervention was performed. The patient was in stable condition.